Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after delivering 30 units of insulin. It was also reported that the pump requested a minimum of 50 units of insulin after filling the cartridge with 120 units of insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was noted that the luer lock connection was not secure. The customer secured and straightened the luer lock and tubing and insulin was observed exiting the tubing. The customer completed the load process, added insulin to the cartridge and resumed insulin.